Event description:
Pt had open ventral incisional hernia repair with mesh. Incisions closed with liquiband skin glue. After discharge, skin around abdominal incision red; contact dermatitis/burn-like injury.